Event description:
It was reported that the device reached its elective replacement indicator prematurely in 7 months. The device is replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed an elective replacement indicator (eri) condition. The condition was the result of a timing anomaly internal to the pacing/sensing integrated circuit.